Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient did not charge their ipg as recommended. In turn, the ipg was unable to communicate with external devices. The patient reported that they were in a bull accident a few years ago and had trouble charging after that. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Effective therapy was restored post-op.